Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an external device. The reason for call was pt's aaa batteries "exploded" in their pt programmer and the pt programmer pouch, battery compartment, and pt programmer antenna were covered in battery acid. Pt mentioned there was "acid all over box and bag." Pt had put baking soda on pt programmer and in pt programmer battery compartment to neutralize acid. Pt said pt programmer was "sticky" from acid and baking soda. Issue had occurred sometime between last night and this morning. Pt said they had used the pt programmer yesterday and the pt programmer worked well. The belt was broken. Additional information was received from the patient. They called back and stated they received their programmer but the patient told the agent on the original call that their recharging equipment was in the bag too when they noticed that either batteries blew up or the charging thing blew up. There was battery acid all over the equipment, all over the bag. The pieces are kind of melted. Pt also needed power supply, power cord, recharger, recharger pouch replaced. Pt said they did not need the belt. Pt said they were lucky that the house did not burn down. Pt said now they could use the stimulator by using the programmer. An email was sent to repair to order recharging equipment. Pt said they did not need a signature because the police caught whoever was stealing packages.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.